Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle would not fully retract after the button was pushed and blood continued to flow from catheter hub. Describe patient /(hcp) / user impact- none.